Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 2/7/2023, it was reported by a sales representative via phone that the nitinol wire from an ar-8690ds CPR mini scorpion dx and micro suturelasso implant system would not go through one of the suturelasso. Surgeon was able to complete the case using the other suturelasso from the kit. This was discovered during a plantar plate repair procedure on (B)(6) 2023. Case was completed successfully without any further issues.